Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager was loose. The field service engineer (fse) while on site, identified that the hasp was physically falling off the refrigerator door, causing hardware failures. The hasp was removed, and the existing adhesive glue was cleaned off. New 3m double-sided phone tape was applied to the hasp, and it was properly reseated on the refrigerator door. Once completed, the hardware was tested and was confirmed to be functioning successfully. The hardware was tested via application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had loose connection. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.